Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6 it is expected that a wound heals in stages and should be of normal appearance related to the timeframe since the incision was made. A surgical wound should be well approximated without redness, warmth, swelling and/or purulent drainage for the duration of its healing. The expression wound concerns or non-healing wound would imply that the appearance of the wound deviates from what a surgical wound should appear as. It may be red, have drainage, additional pain, warmth and swelling as well as healing time may be delayed. I&d (incision and drainage) is a procedure that can be performed under local anesthesia, as well as general sedation, depending on where it is performed and how deep surgeon anticipates he will need to explore the wound. The I&d is used to open the wound and drain any type of fluid, exudate or hematoma and to promote the wound to heal. As the wound was noted as dehisced and required a revision of product, it can be implied that the wound is symptomatic for possible deep post-operative infection, which is causing the drainage and non-healing wound. This deviation signifies an alteration in the expected wound healing process.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Bini, s.a., chen, y., khatod, m., & paxton, e.w. (2013). Does pre-coating total knee tibial implants affect the risk of aseptic revision? The bone & joint journal, 95(3), 367-370.

Event description:
A journal article reported four (4) patients within the pre-coating group who underwent revision for wound dehiscence.